Manufacturer narrative:
Physio-control evaluated the customers device accessory and was unable to duplicate the reported issue. The accessory was archived by physio-control. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had no recognition of ECG trace via the quik-combo electrodes. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. All available patient information is included in this medwatch report. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted physio-control to report that their device had no recognition of ECG trace via the quik-combo electrodes. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.